Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This revision hip was for revision of loose acetabular component. Osteolysis present in proximal femur however femoral component remained insitu as well fixed. Acetabular component srom loose, removed and revised.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.